Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call tha infusion set was leaking and was having problems with transfer guard. Customer's blood glucose was 499 mg/dl, which was treated with insulin pump. High blood glucose was resolve with completed set change. Customer was advised that set would be replaced.